Event description:
Boston scientific received information that this pt implanted with this pulse generator (pg) and a competitor right ventricular lead was in a fatal car accident. It was discussed that lead impedances before the fatal crash had been 590 ohms on the atrial channel, and 1040 ohms on the ventricular channel. On the day of the accident atrial impedances were noted to be 1080 ohms, and the ventricular impedances were out of range > 2500 ohms. The day after death, the device was removed and both the atrial and ventricular impedances were > 25000 ohms as the leads were cut and these measurements was expected. A request for analysis by the health care professional was made to determine if the lead integrity failed prior to the accident or if the accident caused the break in the lead integrity. A memory dump will be performed and this event will be further analyzed in order to attempt to determine the root cause of this case.

Manufacturer narrative:
Analysis of the memory dump regarding this event is pending. Upon additional information, this event will be updated and a final report will be filed with the results.